Event description:
Ous MDR - the event was first detected via home monitoring: the device recorded vf events due to noise on the rv lead. The therapy was aborted after spontaneous termination of the noise. The measurements via hm and during a regular follow-up were intact. Due to these events, the patient came for another follow-up on the (B)(6) 2015. The device parameters were examined and the pacing impedance was changed from stable values of 526 ohm to 1626 ohm and the iegm was noisy. Other parameters were in the normal range. During the visit in the clinic (while waiting for the physician), the patient received several shocks from the device. No explant date was provided and this lead was not returned for analysis. Should additional information become available, this event will be updated.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The received data were carefully analysed. The available iegms confirmed the presence of artefacts in the ff and rv channels, which led to the detection of vf episodes. Shocks were delivered. Furthermore the impedance trend shows an increase of the pacing impedance. However, the pacing impedance is still in range. In spite of the information available for analysis, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.